Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly tortuous right coronary artery that is 80% stenosed. The lesion was pre-dilatated with an unspecified device and the 3.5x18mm multi-link balloon expandable stent was deployed. However, once deployed the balloon on the delivery system only partially deflated and the entire set of the catheter was removed. It was noted that the device was attempted to be removed independently; however, it was unsuccessful. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported deflation problem was confirmed. The reported difficulty to remove could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation problem; however, factors that may contribute to a deflation problems include; but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen, or damage to the balloon and/or inflation lumen. In this case, it is possible the observed inner an outer member stretching identified during return analysis contributed to the reported deflation problem; however this cannot be confirmed. Additionally, it is likely that the partially deflated balloon interacted with the guide catheter during removal, resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.